Event description:
It was reported that during therapy with a prismaflex tpe2000 set, an external blood leak was observed. The "arterial line had become jammed at the recirculator connection. Force was applied to disconnect it." The volume of blood loss was described as "minimal". The set was replaced to continue treatment. There was no report of medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.